Manufacturer narrative:
No devices from either case were returned for investigative analysis, nor were any case details, other than in the article, were provided for an internal evaluation.

Event description:
This is #2 of six journal articles found during a routine clinical literature review. Two separate cases are sited in this article. "Arteriovenous fistulae complicating cardiac pacemaker lead extraction: recognition, evaluation and management". Journal: journal of vascular surgery 2000;32:1225-8. A (B)(6) year old female to have dual chamber pacemaker lead change; history implanted 17 yrs prior. Md initially attempted to remove leads with a traditional lead locking device and non-powered sheath technique but was unsuccessful, switching to the excimer laser removal system. During the lasing procedure, arterial blood was noted coming out around the laser sheath. Sls was removed, direct pressure applied to the insertion site and the procedure was abandoned. CT surgeon consultation was initiated. Patient began complaining of chest and back pain, an emergent arteriogram was performed and a large fistula was found between the origin of the left common carotid artery and the left brachiocephalic vein. The patient subsequently had an emergent repair in the operating room. The patient recovered and was discharged 10 days post-op with no neurological deficits or other complications.

Manufacturer narrative:
No devices from either case were returned for investigative analysis, nor were any case details, other than in the article, were provided for an internal evaluation.

Event description:
This is #2 of six journal articles found during a routine clinical literature review. Two separate cases are sited in this article. "Arteriovenous fistulae complicating cardiac pacemaker lead extraction: recognition, evaluation and management". Journal: journal of vascular surgery 2000;32:1225-8. A (B)(6) year old female underwent removal of 3 pacemaker leads through the left subclavian vein, with a single ventricular lead implant. All 3 leads were reportedly removed without difficulty using a sls, locking stylets, telescoping sheaths, and traction. However, bleeding around the sheath was a bit more brisk and brighter red than normal. Post operatively the patient was cyanotic and hypotensive. Patient was transferred to the medical ICU. The following day the patient's vitals became unstable, had a cardiac arrest and died. Autopsy showed a ruptured fistula which subsequently hemorrhaged into the mediastinum.